Event description:
It was reported by the affiliate that the (1) atb35 was used during a laparoscopic procedure. It was reported that the instrument does not cut, but did staple. There was no consequence to the patient.